Event description:
As reported by field clinical specialist, two years and 5 months post implant of the 23mm sapien 3 valve in a non-edwards surgical valve in the aortic position, reports now show an elevated gradient, 24mmhg via echo and 31 mmhg via catheter. The patient is symptomatic, and intervention is required/planned.

Manufacturer narrative:
Valve remains implanted. Investigation is ongoing. Valve remains implanted

Manufacturer narrative:
No product returned engineering evaluation was performed. As no product was returned, no visual inspection, functional testing, or dimensional testing was performed. Imagery was provided by the complaint site and reviewed. No notable calcification appeared to be visible along the thv perimeter/aortic root. A waist appeared to be present along the frame profile, suggestive of possible under-expansion. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed on the related work order using associated valve serial numbers, which revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, a manufacturing mitigation review is not required. The IFU for the commander delivery system with s3/s3u thv was reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the sapien 3 ultra valve (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the identified root causes, the following are potentially applicable to the complaint event: patient factors (leaflet thickening), and procedural factors (under-deployed valve). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The stenosis and leaflet thickening were confirmed based on medical record. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien s3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, ''two years and 5 months post implant of the 23mm sapien 3 valve in a non-edwards surgical valve in the aortic position, reports now show an elevated gradient, 24mmhg via echo and 31 mmhg via catheter.'' In addition, ''two years and six months post procedure, balloon aortic valvuloplasty performed with a 23mm non-ew balloon with a reduction of the mean gradient.'' Per the instruction for use (IFU), structural valve deterioration (stenosis) is a potential risk associated per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, medical report confirmed that patient had thickened leaflets. Thickened leaflets may contribute to the narrowing of effective orifice area, leading to elevated gradients and stenosis, as reported. In addition, waist was revealed on the implanted valve, suggestive of possible under-expansion. An under-expanded thv could result in the reduction of effective orifice area and, thus, stenosis. As such, available information suggests that patient factors (leaflet thickening) and/or procedural factors (under-expanded valve) may have contributed to the reported event. Per the instruction of use (IFU), structural valve deterioration (leaflet thickening) is a potential adverse event associated with the use of valve. There are several factors that can cause development of thickened leaflets, including thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases and reduced cardiac pumping (low ejection fraction). Leaflet thickening may also develop in response to non-structural valve dysfunction involving pannus or fibrous tissue growths. In this case, due to insufficient information, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Update to b5, b7, g3, g6, h2, h6 (device malfunction code) h10 to reflect information received from medical records.

Event description:
As reported by (B)(6), two years and 5 months post implant of the 23mm sapien 3 valve in a non-edwards surgical valve in the aortic position, reports now show an elevated gradient, 24mmhg via echo and 31 mmhg via catheter. The patient is symptomatic, and intervention is require/planned. Per medical records received, tte performed two years and four months post sapien 3 valve implant shows an ava of 0.9 cm2 (indicative of stenosis) and a CT performed two years and 5 months post implant shows halt. Per operative note two years and six months post procedure, balloon aortic valvuloplasty performed with a 23mm non-ew balloon with a reduction of the mean gradient. Patient tolerated treatment/procedure well without complication and was discharged.